Event description:
The pump was returned for touchscreen input issues. This pump was found to register touch input without any user intervention. A new lcd will be installed during the repair process.

Event description:
The following has been reported: biomed reported: "no patient harm has been reported on this device. Random touches are detected a preliminary review of the logs identified the following issue: random touches registered an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.